Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to migration of the device components. It was noted that the sutures disintegrated, and the implant moved. The cylinders and pump were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to migration of the device components. It was noted that the sutures disintegrated, and the implant moved. The cylinders and pump were removed and replaced. There were no patient complications.